Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvb10, (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) for evaluation. Visual evaluation was performed, signs of use was identified. The implant had bone debris on its external threads. No damage or signs of malfunction that would have contributed to the event. Measurements match drawing. The implant's bundle mount was seen damaged likely due to the removal process. Device history record (DHR) review was completed for the subject lot number 1284745. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1284745 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : other based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
Dentist reported that the implant was removed due to sensitivity in the adjacent tooth. After follow-up call, dentist reported tsvb10 was placed near the apex of the adjacent tooth, so she decided to remove it. Pain was reported as a consequence of this event. No other implant or product was placed in the same surgery.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification: k011028/k013227.